Manufacturer narrative:
Additional information indicated: "the patient had late ischaemic events with stroke in the posterior circulation, very likely related to the requirement to manage the coil tail with a stent." H11: corrected data: b1: additional section. H1: corrected to serious injury. H6: new health effect - clinical code.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a percutaneous transhepatic obliteration (pto) shunt case, after advancing and retracting an embolization coil at the pto shunt multiple times, it was decided than the embolization coil was too small for the intended vessel. During withdrawl, the implant coil detached and the coil was withdrawn with a guidewire. No patient injury or further intervention was reported.